Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 300 mg/dl to 400 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that they received battery out limit as well as failed battery test alarm. Customer stated that the contact on battery cap was damaged. Customer reported that they were able to clear the alarm. Customer stated that they did not receive a request to rewind insulin pump. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.